Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a missing traces in the study. Technical support logged into the customer¿s computer and collected the study. There was no patient harm and user harm and no implanted devices. A repeat procedure was necessary due to device malfunction.